Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00569, 3006705815-2021-00570, 1627487-2021-13948, 1627487-2021-13949. It was reported the patient's midline incision opened up slightly. Imaging did not reveal any issues. The patient was given antibiotics, but the wound did not heal completely. As a result, the physician elected to explant the system due to risk of infection as he could see the anchors through the incision. There were no complications during the procedure.